Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was not working. Reportedly, the pump was unable to be turned on or off. Customer¿s blood glucose level was 100 mg/dl. Customer declined to provide information regarding alternate insulin therapy.